Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed, the instruments appear to be working well and a product problem was not found. The most likely cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver on repeat testing. Cross-contamination cannot be ruled out. Other factors may be sample handling, including the delayed run times, or reagent handling.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged a discrepant result for five patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. For patient 1, the alleged sample initially generated a positive result for sars-cov-2 (negative for influenza a/b) when tested on cobas liat. The same sample was retested twice (once on the same cobas liat analyzer and once on a separate cobas liat analyzer). Both retests generated a negative result for all targets. For patients 2, 3 and 4, the samples initially generated a positive result for sars-cov-2 (negative for influenza a/b) when tested on cobas liat. The same samples were retested on a separate cobas liat analyzer and each retest generated a negative result for all targets. For patient 5, the sample generated a positive result for sars-cov-2 (negative for influenza a/b) when tested on two separate cobas liat analyzers. The same sample was retested on the same cobat liat analyzer used for the first test and generated a negative result for all targets. The negative results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 5 mdrs will be filed.